Manufacturer narrative:
Pending device return and receipt of follow-up information. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. (B)(4).

Event description:
Patient tracking specialist reported a prometra ii 20 ml pump that was explanted and replaced per information received via device tracking. Per follow-up, agent reported that the pump was experiencing volume discrepancies on and off for the past year. No further information is known at this time.

Event description:
Per follow-up, health professional reported that the patient was initially under the care of an alternate physician for about two years. In those two years, patient was experiencing pain and withdrawal symptoms. Patient started seeing the current physician and complained of intermittent pain relief. They performed a cap study and results showed a patent catheter. They decided to change the concentration on the medication during a refill appointment. During his refill appointment, a volume discrepancy was noted. Expected: 4mls, aspirated: 20mls. The patient's pump was shut off and pump was explanted and replaced. Currently new pump is working fine. During the patient's last refill appointment, there were no further issues. Internal complaint #: (B)(4).

Manufacturer narrative:
Pump was returned for evaluation. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 91% efficiency. A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Root cause for alleged underinfusions could not be determined. Internal complaint #: (B)(4).